Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid and morphine (lot numbers, concentrations, dosing, and dates of therapy were unknown) via an implantable pump. Indications for use included spinal pain. Medical history and concomitant medications were not reported. On approximately (B)(6) 2015 (reported as "about 2 weeks ago" on (B)(6) 2015), the patient started that their pump "felt low" because they started feeling increased pain. No interventions were reported. The pump was to be refilled on (B)(6) 2015, but they may not be able to fill it because the drug was not ordered. Redirection to the patient's healthcare provider (hcp) was recommended and it was reported that the situation was being addressed by the hcp at that time. Additional information received reported that the patient was receiving hydromorphone 5 mg/ml (dose 0.3999 mg/day) via the implantable pump. On (B)(6) 2016 there was a volume discrepancy noted. The actual residual volume (arv) was 20 ml and the expected residual volume (erv) was 5.9 ml. There were no discrepancies noted on past refills, and the last refill was in (B)(6) 2015 where the volumes reportedly matched. Troubleshooting options were discussed with the reporter. No withdrawal symptoms were reported; just a sudden increase in pain since the patient¿s last refill in (B)(6) 2015. Recent logs reportedly did not show any motor stalls or unusual logs. It was unknown at that time what was causing the issue.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
The hcp stated that the cause of the personal therapy manager (ptm) not working was a blocked catheter. Rotor test showed normal functioning pump. A dye study was attempted unsuccessfully because of the angulation of the pump. The cause of the volume discrepancy was very likely secondary to a blocked catheter. Another supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.